Event description:
It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was at 195 mg/dl. The customer stated they received a calibration error and a low threshold suspend on their insulin pump, but did not feel like they were running low on blood sugars. The customer also stated that their meter was 200 points off. The customer was assisted with trouble shooting and was educated on how the sensor glucose and blood glucose readings work on their insulin pump. The pump works as designed. No further information was provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.